Event description:
During an off label transaortic transcatheter aortic valve replacement (tavr) procedure it was reported by the edwards field representative in france that there was difficulty introducing the sheath into the aorta because of a perceived bad transition between the sheath and its dilator. The patient was transfused. Another sheath was used and the procedure ended well.

Manufacturer narrative:
The device in use is not sold or marketed in the united states; however, it is deemed similar to the commercially available ascendra delivery system, model number 9100is. The investigation is ongoing.

Manufacturer narrative:
The device was returned to edwards for evaluation in a used condition. A visual inspection of the sheath confirmed that there was a gap between the sheath tip and the introducer. Damage was observed on the sheath tip. Upon dimensional inspection, the outer diameter (od) of the introducer was found to meet manufacturing specifications. The inner diameter (ID) of the sheath tip did not meet manufacturing specifications. However, the gap between the introducer's od and the sheath's ID was within manufacturing specifications. A device history record (DHR) review of the affected work orders did not any issues that could have contributed to the reported complaint. A lot history review did not reveal any similar complaints under the same lot. Engineering evaluation of the returned device confirmed the complaint of sheath ID wider than the introducer. However, due to the condition of the returned device, it could not be determined if a manufacturing non-conformity contributed to the complaint. Per follow-up information, the damage on the sheath distal tip was only seen after the sheath was used in the patient. Therefore, the slightly oversized sheath tip ID was most likely due to the damage sustained during use, which caused the tip to be flared and exhibit an oval shape. In addition, the gap between the returned sheath ID and introducer od was still within manufacturing specifications. It is possible that if the sheath is deflected during use, the gap could increase to the point where the device does not meet specification. During manufacturing, sheath distal tips and sheath tubing are 100% inspected a review of the manufacturing process did not reveal any opportunities for the shaft ID to be flared/damaged after these inspections. It should also be noted that this case was performed off-label through the transaortic approach. Per the instructions for use (IFU) this device is only intended for transapical approach. The complaint was confirmed, but due to the condition of the returned device, it cannot be determined if a manufacturing non-conformance contributed to the complaint event. Available information suggests that procedural factors may have contributed to the event. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.